Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the event was not reproduced. Abbott technical support reviewed device session records and confirmed the reported events. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.